Event description:
Reportedly, after firing, part of the tissue near the staple line broke. Fired again to reinforce broken tissue with another cartridge, then the same trouble occurred. Converted to an open procedure. Procedure: bullectomy.